Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch number being unknown, no DHR review is able to be completed.

Event description:
It was reported that expiration date was not on shelf carton. The following information was provided by the initial reporter: daughter reported she has unopened boxes of syringes and wanted to know where to dispose of them stated, her mom, who used the syringes, passed away in 2015. Daughter could not locate to lot number on boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. No lot # provided. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that expiration date was not on shelf carton. The following information was provided by the initial reporter: daughter reported she has unopened boxes of syringes and wanted to know where to dispose of them. Stated, her mom, who used the syringes, passed away in 2015 .daughter could not locate to lot number on boxes